Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result for one patient sample. The analyzer generated an initial magnesium result of 8.6 and a repeat magnesium result of 2.1 mmol/l. The falsely elevated magnesium result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be provided when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Review of the instrument service ticket history did not identify any factors that may have contributed to the complaint issue. Tracking and trending did not identify any adverse trends. Labeling was reviewed and found to be adequate. Based on the available information, a deficiency was not identified.